Manufacturer narrative:
(B)(4). (B)(6). (B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2015 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure was performed whereby the gore device was explanted. It was reported the patient alleges the following injuries: open draining wound, abdominal pain and swelling, granuloma, mesh infection, infected tissue, mesh removal, loss of consortium. Additional event specific information and medical records have been requested.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2015 state the patient was seen for abdominal swelling and discomfort. ¿65-year-old gentleman complaining of abdominal swelling above his umbilicus. This has been giving him discomfort intermittently over the last 2-3 months.¿ ¿he had a past history of bilateral inguinal hernia repair with mesh by me in 2010.¿ ¿he has a reducible ventral hernia above the umbilicus.¿ ¿patient needs repair of ventral hernia with mesh.¿ records dated (B)(6) 2015 state the patient was seen for follow up. ¿still with drainage and protruding swelling at the umbilicus.¿ ¿he is having some drainage and granuloma at the umbilicus.¿ ¿no recurrence of ventral hernia. Eyes small umbilical opening with drainage and a protruding granulomatous tissue. I applied silver nitrate today. Dressing applied.¿ ¿possible mesh infection.¿ records dated (B)(6) 2015 state a CT of the abdomen and pelvis was performed. ¿history: ventral hernia repair 6 weeks ago with a 2 weeks of a wound/sore of the umbilicus with drainage. This wound is not healing. 2 weeks of abdominal bloating as well. History of salivary gland cancer with radiation and surgery.¿ findings state: ¿there is no bowel obstruction. There is no free air or free fluid. There is hyperdense material within the abdominal wall deep to the umbilicus. This may reflect a post surgical mesh. There is surrounding soft tissue density extending from the mesh to the skin surface. There is a small open wound. No drainable fluid collection is identified. There is no obvious fistula.¿ records dated (B)(6) 2015 state the patient was seen for follow up. ¿he is still having drainage from the umbilicus. CT scan of the abdomen and pelvis shows some stranding around the mesh. He has no fever.¿ abdominal exam notes state: ¿there is umbilical granuloma. Some slight drainage at the umbilicus.¿ ¿cellulitis of abdominal wall.¿ ¿I will schedule him for removal of infected abdominal wall mesh and abdominal wall debridement.¿ a microbiology report dated (B)(6) 2015 regarding specimens collected the (B)(6) 2015 state: ¿no acid fast bacilli seen by direct smear.¿ ¿no anaerobes recovered.¿ ¿no fungal elements seen.¿ ¿few wbc¿s. No organisms seen.¿ a wound culture report dated (B)(6) 2015 regarding a specimen collected (B)(6) 2015states: ¿few staphylococcus aureus.¿ records dated (B)(6) 2015state the patient was seen ¿status post removal of infected abdominal wall mesh. He is doing well. He is having wound packing and dressing changes. Wound cultures show staph aureus to most antibiotics.¿ ¿periumbilical wound is open. I removed the packing and repacked the wound. No significant drainage. No redness on the skin.¿ records dated (B)(6) 2015 state the patient was seen for a wound check. ¿wound is superficial in the umbilical area. No drainage. No redness.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged.h6: updated results code 1 for the manufacturing evaluation.h6: added results code 2 for the sterilization evaluation.

Manufacturer narrative:
Added brand name. Added common device name. Added lot #, catalog #, expiration date, and di#. Added PMA/510(k)#. Added device manufacture date. Corrected method and results codes. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (2225, 1994, 2091, 1876, 1930, 3191 used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span january 12, 2010 through november 11, 2015, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Patient information: medical history: 2011: acinic cell carcinoma, status post radiation and chemotherapy, former smoker, alcohol use 2-3x per week, weight 181 lbs., bmi 29.21. Prior surgical procedures: 1950: hernia repair, cancer surgery, 2010: bilateral inguinal hernia repair with mesh [non-gore product]. Implant preoperative complaints: on (B)(6) 2015: ¿complaining of abdominal swelling above his umbilicus. This has been giving him discomfort intermittently over the last 2-3 months.¿ ¿he had a past history of bilateral inguinal hernia repair with mesh by me in 2010.¿ ¿he has a reducible ventral hernia above the umbilicus.¿ ¿patient needs repair of ventral hernia with mesh.¿ on (B)(6) 2015: ¿symptomatic ventral hernia, who is scheduled for repair of his ventral hernia with mesh.¿ implant procedure: repair of ventral hernia with mesh. Implant: gore® dualmesh® biomaterial (1dlmc02/13285578) 8.0cm x 12cm. Implant date: on (B)(6) 2015 [hospitalization dates unknown]. Description of hernia being treated: ¿a knife was used to make a curved transverse skin incision above the umbilicus. The incision was carried through the subcutaneous tissues with electrocautery. The hernia sac was encountered and dissected free down to the fascia. The hernia sac was freed on all sides from the fascia. There was a tight small defect in the fascia. The sac contained preperitoneal fat. The hernia sac was reduced. The fascia was freed all around.¿ implant size and fixation: ¿a piece of dualmesh was then selected, soaked in antibiotic solution, and then cut into shape and size. The mesh was placed into the defect in an underlay fashion. The mesh was spread out posterior to the fascia. Mesh was then sutured to the fascia with interrupted #0 prolene sutures. The fascia was then closed over the mesh with interrupted #1 prolene sutures without tension. Closure was done using interrupted 3-0 vicryl sutures to the subcutaneous tissues.¿post-operative period: [one week]. ­ on (B)(6) 2015: ¿he is doing well. He has no pain.¿ ¿incision is healing nicely. There is no redness or drainage. No recurrence of ventral hernia.¿ relevant medical information: on (B)(6) 2015: ¿still with drainage and protruding swelling at the umbilicus.¿ ¿he is having some drainage and granuloma at the umbilicus.¿ ¿no recurrence of ventral hernia. Eyes small umbilical opening with drainage and a protruding granulomatous tissue. I applied silver nitrate today. Dressing applied.¿ ¿possible mesh infection.¿ on (B)(6) 2015: CT abdomen: ¿there is no bowel obstruction. There is no free air or free fluid. There is hyperdense material within the abdominal wall deep to the umbilicus. This may reflect a post surgical mesh. There is surrounding soft tissue density extending from the mesh to the skin surface. There is a small open wound. No drainable fluid collection is identified. There is no obvious fistula.¿ on (B)(6) 2015: ¿he is still having drainage from the umbilicus. CT scan of the abdomen and pelvis shows some stranding around the mesh. He has no fever.¿ explant preoperative complaints: on (B)(6) 2015: ¿there is umbilical granuloma.¿ ¿some slight drainage at the umbilicus.¿ ¿cellulitis of abdominal wall.¿ ¿I will schedule him for removal of infected abdominal wall mesh and abdominal wall debridement.¿ explant procedure: excisional debridement of skin, subcutaneous tissue and fascia, removal of infected abdominal wound mesh explant date: on (B)(6) 2015 [hospitalization dates unknown]. ¿infected granulation tissue from umbilical skin down to underlying dual gore-tex mesh. Jelly like infected granulation tissue down to the mesh. Some purulence.¿ ¿there was granulation tissue with sinus tract from the umbilicus down deep to the fascia. The mesh was in an underlay position. The sutures in the fascia were all cut and removed. The fascia was opened in order to expose the mesh. There was infected granulation tissue and purulence around the mesh. The mesh was freed and removed. The mesh was sent for cultures. Also some of the granulation tissues were sent for cultures. Irrigation was done with warm saline. All infected tissues were excised at the umbilicus. Fascia was all debrided. After thorough irrigation, the fascia was closed with interrupted 0 pds sutures. The rest of the wound was left open. Wound was packed with half-inch iodoform packing. The hole in the umbilicus, where the granuloma was excised was closed with a single suture of 3-0 vicryl.¿ relevant medical information: on (B)(6) 2015: microbiology ¿ ¿source: foreign object or mesh. Stain, acid fast: no acid fast bacilli seen by direct smear. Culture afb and stain: on (B)(6) 2015; no growth of acid fast bacilli in 6 weeks. Culture anaerobic: no anaerobes recovered. Stain, gram: rare wbc¿s, no organisms seen. Fungal smear: no fungal elements seen.¿ on (B)(6) 2015: culture wound: ¿many staphylococcus aureus¿ on (B)(6) 2015: ¿status post removal of infected abdominal wall mesh. He is doing well. He is having wound packing and dressing changes. Wound cultures show staph aureus to most antibiotics.¿ ¿periumbilical wound is open. I removed the packing and repacked the wound. No significant drainage. No redness on the skin.¿ on (B)(6) 2015: ¿wound is superficial in the umbilical area. No drainage. No redness.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to; contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore ® dualmesh ® biomaterial instructions for use also states: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and / or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and / or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (2225, 1994, 2091, 1876, 1930, 3191 used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and / or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2010 through (B)(6) 2015, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Patient information: medical history: 2011: acinic cell carcinoma, status post radiation and chemotherapy former smoker. Alcohol use 2-3x per week. Weight 181 lbs., bmi 29.21. Prior surgical procedures: 1950: hernia repair. Cancer surgery. 2010: bilateral inguinal hernia repair with mesh [non-gore product]. Implant preoperative complaints: on (B)(6) 2015: ¿complaining of abdominal swelling above his umbilicus. This has been giving him discomfort intermittently over the last 2-3 months.¿ ¿he had a past history of bilateral inguinal hernia repair with mesh by me in 2010.¿ ¿he has a reducible ventral hernia above the umbilicus.¿ ¿patient needs repair of ventral hernia with mesh.¿ on (B)(6) 2015: ¿symptomatic ventral hernia, who is scheduled for repair of his ventral hernia with mesh.¿ implant procedure: repair of ventral hernia with mesh. Implant: gore® dualmesh® biomaterial (1dlmc02 / 13285578) 8.0cm x 12cm. Implant date: on (B)(6) 2015 [hospitalization dates unknown]. Description of hernia being treated: ¿a knife was used to make a curved transverse skin incision above the umbilicus. The incision was carried through the subcutaneous tissues with electrocautery. The hernia sac was encountered and dissected free down to the fascia. The hernia sac was freed on all sides from the fascia. There was a tight small defect in the fascia. The sac contained preperitoneal fat. The hernia sac was reduced. The fascia was freed all around.¿ implant size and fixation: ¿a piece of dualmesh was then selected, soaked in antibiotic solution, and then cut into shape and size. The mesh was placed into the defect in an underlay fashion. The mesh was spread out posterior to the fascia. Mesh was then sutured to the fascia with interrupted #0 prolene sutures. The fascia was then closed over the mesh with interrupted #1 prolene sutures without tension. Closure was done using interrupted 3-0 vicryl sutures to the subcutaneous tissues.¿post-operative period: [one week]. ­ on (B)(6) 2015: ¿he is doing well. He has no pain.¿ ¿incision is healing nicely. There is no redness or drainage. No recurrence of ventral hernia.¿ relevant medical information: on (B)(6) 2015: ¿still with drainage and protruding swelling at the umbilicus.¿ ¿he is having some drainage and granuloma at the umbilicus.¿ ¿no recurrence of ventral hernia. Eyes small umbilical opening with drainage and a protruding granulomatous tissue. I applied silver nitrate today. Dressing applied.¿ ¿possible mesh infection.¿ on (B)(6) 2015: CT abdomen: ¿there is no bowel obstruction. There is no free air or free fluid. There is hyperdense material within the abdominal wall deep to the umbilicus. This may reflect a post surgical mesh. There is surrounding soft tissue density extending from the mesh to the skin surface. There is a small open wound. No drainable fluid collection is identified. There is no obvious fistula.¿ on (B)(6) 2015: ¿he is still having drainage from the umbilicus. CT scan of the abdomen and pelvis shows some stranding around the mesh. He has no fever.¿ explant preoperative complaints: on (B)(6) 2015: ¿there is umbilical granuloma.¿ ¿some slight drainage at the umbilicus.¿ ¿cellulitis of abdominal wall.¿ ¿I will schedule him for removal of infected abdominal wall mesh and abdominal wall debridement.¿ explant procedure: excisional debridement of skin, subcutaneous tissue and fascia, removal of infected abdominal wound mesh. Explant date: on (B)(6) 2015 [hospitalization dates unknown]. ¿infected granulation tissue from umbilical skin down to underlying dual gore-tex mesh. Jelly like infected granulation tissue down to the mesh. Some purulence.¿ ¿there was granulation tissue with sinus tract from the umbilicus down deep to the fascia. The mesh was in an underlay position. The sutures in the fascia were all cut and removed. The fascia was opened in order to expose the mesh. There was infected granulation tissue and purulence around the mesh. The mesh was freed and removed. The mesh was sent for cultures. Also some of the granulation tissues were sent for cultures. Irrigation was done with warm saline. All infected tissues were excised at the umbilicus. Fascia was all debrided. After thorough irrigation, the fascia was closed with interrupted 0 pds sutures. The rest of the wound was left open. Wound was packed with half-inch iodoform packing. The hole in the umbilicus, where the granuloma was excised was closed with a single suture of 3-0 vicryl.¿ relevant medical information: on (B)(6) 2015: microbiology: ¿source: foreign object or mesh. Stain, acid fast: no acid fast bacilli seen by direct smear. Culture afb and stain: on (B)(6) 2015; no growth of acid fast bacilli in 6 weeks. Culture anaerobic: no anaerobes recovered. Stain, gram: rare wbc¿s, no organisms seen. Fungal smear: no fungal elements seen.¿ on (B)(6) 2015: culture wound: ¿many staphylococcus aureus.¿ on (B)(6) 2015: ¿status post removal of infected abdominal wall mesh. He is doing well. He is having wound packing and dressing changes. Wound cultures show staph aureus to most antibiotics.¿ ¿periumbilical wound is open. I removed the packing and repacked the wound. No significant drainage. No redness on the skin.¿ on (B)(6) 2015: ¿wound is superficial in the umbilical area. No drainage. No redness.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to; contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore ® dualmesh ® biomaterial instructions for use also states: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and / or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and / or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) regional medical center. [Illegible]. History & physical. Bilateral inguinal swelling. Surgical history: hernia repair 1950. Wt 82 kg. Impression: bilateral inguinal hernias. Operation: repair of bilateral inguinal hernias. (B)(6) 2010: (B)(6) regional medical center. (B)(6) md. Operative report. Assistant: (B)(6) pa-c. Assistance was medically necessary. Pre/postoperative diagnosis: bilateral inguinal hernias. Procedure: repair of bilateral inguinal hernias with mesh. Excision of bilateral cord lipomas. Anesthesia: general anesthesia. Findings: large bilateral direct hernia sacs with the left bigger than the right. Bilateral lipoma of the cords. Ebl: 20 cc. History: ¿this patient is a 60-year-old gentleman with bilateral inguinal hernias. He was scheduled for repair of his bilateral inguinal hernias with mesh. The indications for surgery, the risks, the benefits and the possible complications including but not limited to the risk of bleeding, infection, recurrence of hernia, nerve injury, vascular injury, perioperative pulmonary and cardiac complications were discussed with the patient in detail. He fully understood, verbalized his understanding and gave informed consent.¿ description: ¿the patient was positioned supine on the operating table. Bilateral pneumatic compression stockings were applied to both legs. General anesthesia was administered by the anesthetist. The abdomen, groin areas and scrotum were prepped and draped in the usual sterile fashion. A knife was used to make an oblique skin incision in the left inguinal area. The incision was carried through the subcutaneous tissues with electrocautery. The external oblique fascia was dissected free. The external oblique fascia was then excised with a knife. The fascia was then opened down to the external ring with the scissors. The inguinal ligament was bluntly dissected free. The conjoint was bluntly dissected free. There was a large direct inguinal hernia occupying most of the posterior wall of the inguinal canal. The spermatic cord was dissected free. The cremasteric fascia muscles were opened down to the internal ring. There was no indirect sac. There was a fairly sizable lipoma of the cord, which was freed and then transfixed with 2-0 vicryl sutures close to the base and then excised. The direct hernia sac was reduced back to the abdomen and then the posterior wall of the inguinal canal was plicated with 2-0 vicryl sutures to close the defect and keep the sac reduced. A piece of surgipro mesh was then cut into shape, soaked in antibiotic solution and then placed over the posterior wall of the inguinal canal. The mesh was then sutured to the inguinal ligament starting from the pubic tubercle. The mesh was sutured with continuous #0-prolene sutures, suturing the mesh to the inguinal ligament all the way beyond the internal ring. The mesh was also sutured to the conjoint tendon similarly. The 2 limbs of the mesh were sutured together with interrupted #0-prolene sutures. There was good hemostasis. The external oblique fascia was then closed with continuous 2-0 vicryl sutures. The subcutaneous tissues were closed with interrupted 3-0 vicryl sutures. The skin was closed with subcuticular 4-0 monocryl sutures. Attention was then turned to the right inguinal area. A knife was used to make an oblique right inguinal skin incision. The steps of the procedure were exactly as described for the left side. Again, there was a large direct hernia sac. There was also a lipoma of the cord, which was excised as described for the left side. The hernia repair and the steps of the procedure were also done exactly as described for the left side. A piece of surgipro mesh was also placed and sutured as described for the left side. The wound was closed again in layers as described for the left side. Skin closure was also as described for the left side. Steri-strips were applied to both incision sites. Dry dressings were applied. All of the instrument, needle and gauze counts were complete at the end of the operation. Estimated blood loss was 20 cc. The patient¿s vital signs remained stable at the conclusion of the operation.¿ (B)(6) 2010: (B)(6) regional medical center. (B)(6) rn. Record of operation. Asa ii. Pre/postop dx: bilateral inguinal hernias. Operation: bilateral inguinal hernia repair with mesh. Specimen: right inguinal lipoma, left inguinal lipoma. Implant: autosuture surgipro mesh x2. Location: groin left, groin right. Explant: none. Counts: correct. Post-op destination: pacu. (B)(6) 2015: (B)(6) regional medical center. (B)(6) md. Operative report. Assistant: (B)(6) arnp. Assistance was medically necessary. Pre/postop diagnosis: ventral hernia. Operation: repair of ventral hernia with mesh. Findings: a small ventral hernia defect above the umbilicus, containing preperitoneal fat. Anesthesia: general anesthesia. Ebl: 5 cc. History: ¿this patient is a 65-year-old gentleman with a symptomatic ventral hernia, who is scheduled for repair of his ventral hernia with mesh. The indication for surgery, the risks, the benefits, the alternatives, and the possible complications were discussed with the patient in detail, including, but not limited to the risk of bleeding, wound infection, infection involving mesh, recurrence of hernia, bowel injury, perioperative pulmonary and cardiac complications, amongst others. He fully understood, verbalized understanding, and gave informed consent.¿ description: ¿the patient was positioned supine on the operating table. Bilateral pneumatic compression stockings were applied to both legs. General anesthesia was administered by the anesthetist. The abdomen was prepped and draped in the usual sterile fashion. A knife was used to make a curved transverse skin incision above the umbilicus. The incision was carried through the subcutaneous tissues with electrocautery. The hernia sac was encountered and dissected free down to the fascia. The hernia sac was freed on all sides from the fascia. There was a tight small defect in the fascia. The sac contained preperitoneal fat. The hernia sac was reduced. The fascia was freed all around. A piece of dualmesh was then selected, soaked in antibiotic solution, and then cut into shape and size. The mesh was placed into the defect in an underlay fashion. The mesh was spread out posterior to the fascia. Mesh was then sutured to the fascia with interrupted #0 prolene sutures. The fascia was then closed over the mesh with interrupted #1 prolene sutures without tension. The wound was irrigated with saline. There was good hemostasis. Closure was done using interrupted 3-0 vicryl sutures to the subcutaneous tissues. Local anesthesia using 0.25 % marcaine and epinephrine was infiltrated to the wound. The skin incision was closed with subcuticular 4-0 monocryl sutures. Indermil glue was applied to the skin. All of the instrument, needle, and gauzed counts were complete at the end of the operation. Estimated blood loss was 5 cc. The patient¿s vital signs remained stable at the conclusion of the operation.¿ 03/03/15: (B)(6) regional medical center. Record of operation. Asa ii. Pre/postop diagnosis: ventral hernia. Operation: ventral hernia repair with mesh. Specimen: none. Cultures: none. Implants: gore dualmesh 8.0 cm x 12 cm x 1.0 mm. Ref#: 1dlmc02. Lot#: 13285578. Exp: 2019-10. Explant: none. Counts: correct. Post-op destination: pacu. (B)(6) 2015: (B)(6) regional medical center. (B)(6) md. Operative report. Assistant: (B)(6) pa. Assistance was medically necessary. Pre/postop diagnosis: infected abdominal wall mesh. Procedures: excisional debridement of skin, subcutaneous tissues and fascia, and abdominal wound. Removal of abdominal wall mesh. Findings: infected granulation tissue from umbilical skin down to underlying dual gore-tex mesh. Jelly like infected granulation tissue down to the mesh. Some purulence. Anesthesia: general anesthesia. Ebl: 5 cc. History: ¿this patient is a 66-year-old gentleman with a history of paraumbilical ventral hernia repair with mesh about 7 months previously. He was doing well, but developed some granuloma and some drainage at his umbilical area 1 month ago. This has persisted in spite of antibiotics. He had a CT scan of the abdomen, which showed some stranding around his mesh. He is therefore suspected of mesh infection and scheduled for abdominal wound debridement and removal of infected abdominal wall mesh. The indication for surgery, the risks, benefits, alternatives, and possible complications were discussed with the patient in detail including, but not limited to the risk of recurrence of hernia, bleeding, worsening infection, perioperative anesthetic complications amongst others. He fully understood, verbalized his understanding, and gave informed consent.¿ description: ¿the patient was positioned supine on the operating table. Bilateral pneumatic compression stockings were applied to both legs. General anesthesia was administered by the anesthetist. The abdomen was prepped and draped in the usual sterile fashion. A knife was used to make a curved transverse skin incision along the old scar above the umbilicus. The incision was carried down towards the scar tissue. There was granulation tissue with sinus tract from the umbilicus down deep to the fascia. The mesh was in an underlay position. The sutures in the fascia were all cut and removed. The fascia was opened in order to expose the mesh. There was infected granulation tissue and purulence around the mesh. The mesh was freed and removed. The mesh was sent for cultures. Also some of the granulation tissues were sent for cultures. Irrigation was done with warm saline. All infected tissues were debrided and excised. Also, the skin with sinus tract and granuloma were excised at the umbilicus. Fascia was all debrided. After thorough irrigation, the fascia was closed with interrupted 0 pds sutures. The rest of the wound was left open. Wound was packed with half-inch iodoform packing. The hole in the umbilicus, where the granuloma was excised was closed with a single suture of 3-0 vicryl. Dry dressing was applied. All the instruments, needles, and gauze counts were complete at the end of the operation. Estimated blood loss was 5 cc. The patient¿s vital signs remained stable upon transfer to the recovery area.¿ (B)(6) 2015: (B)(6) regional medical center.(B)(6) rn. Record of operation. Asa ii. Diagnosis: infected abdominal wall mesh. Procedures: excisional debridement of skin, subcutaneous tissue and fascia, removal of infected abdominal wound mesh. Specimen: none. Cultures: site; abd wound, mesh. Type: routine culture and sensitivity, aerobic and anaerobic, afb, gram stain. Implant: none. Explant: none. Counts: correct. Post-op destination: pacu. A wound culture report dated (B)(6) 2015 regarding a specimen collected (B)(6) 2015 states: ¿few staphylococcus aureus.¿ (B)(6) 2015: (B)(6) regional medical center. Microbiology. Source: foreign object or mesh. Stain, acid fast: no acid fast bacilli seen by direct smear. Culture afb and stain: (B)(6) 2015; no growth of acid fast bacilli in 6 weeks. Culture anaerobic: no anaerobes recovered. Stain, gram: rare wbc¿s, no organisms seen. Fungal smear: no fungal elements seen. Culture fungal: (B)(6) 2015; no fungal elements recovered 1 week. (B)(6) 2015; no fungal elements recovered 2 weeks. (B)(6) 2015; no fungal elements recovered 6 weeks. Culture wound: many staphylococcus aureus. Lis order #: g6201217. Source: abdomen or abdominal wound. Culture anaerobic: no anaerobes recovered. Fungal smear: no fungal elements seen. Culture fungal: (B)(6) 2015; no fungal elements recovered 1 week. (B)(6) 2015; no fungal elements recovered 2 weeks. 12/02/15; no fungal elements recovered 6 weeks. Stain, gram: few wbc¿s, no organisms seen. Culture wound: few staphylococcus aureus. Stain, acid fast: no acid fast bacilli seen by direct smear. Culture afb and stain: (B)(6) 2015; no growth of acid fast bacilli in 6 weeks. (B)(6) 2015: (B)(6) regional medical center.(B)(6) rn. Discharge instructions. Activities: limit activities; do not engage in sports, heavy work or heavy lifting until physician gives permission. Resume normal activities when cleared by dr.(B)(6). Wound care: home health to do daily dressing changes. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: munroe pathology associates: manuel leal, md. Pathology report. Surgical pathology no: sp10-00254. Final diagnosis: 1. Right inguinal lipoma, excision: lipoma. 2. Left inguinal lipoma, excision: lipoma. Specimen: 1. Right inguinal lipoma. 2. Left inguinal lipoma. Clinical information: bilateral inguinal hernias. Gross description: part 1 is labeled right inguinal lipoma. Received in fixative is a piece of well-circumscribed yellow adipose tissue, 3 x 2 x 1.5 cm. Half of the specimen is submitted in one cassette. Part 2 is labeled left inguinal lipoma. Received in fixative is a well-circumscribed piece of yellow adipose tissue, 4.5 x 4 x 1.5 cm. A representative section is submitted in one cassette. Microscopic description: specimens 1 and 2: microscopic examination performed. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected conclusion code. H10/11: added medical record summary. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2015 indicate the patient underwent repair of a ventral hernia with mesh. The records state: ¿this patient is a 65-year-old gentleman with a symptomatic ventral hernia, who is scheduled for repair of his ventral hernia with mesh.¿ the (B)(6) 2015 records state: ¿the hernia sac was encountered and dissected free down to the fascia. The hernia sac was freed on all sides from the fascia. There was a tight small defect in the fascia. The sac contained preperitoneal fat. The hernia sac was reduced. The fascia was freed all around. A piece of dualmesh was then selected, soaked in antibiotic solution, and then cut into shape and size. The mesh was placed into the defect in an underlay fashion. The mesh was spread out posterior to the fascia. Mesh was then sutured to the fascia with interrupted #0 prolene sutures. The fascia was then closed over the mesh with interrupted #1 prolene sutures without tension. The wound was irrigated with saline. There was good hemostasis.¿ records between 3/3/2015 and 10/20/2015 were not provided. Operative records dated (B)(6) 2015 indicate the patient underwent removal of abdominal wall mesh and excisional debridement of skin, subcutaneous tissues and fascia. Postoperative diagnosis states: ¿infected abdominal wall mesh.¿ findings from the procedure state: ¿infected granulation tissue from umbilical skin down to underlying dual gore-tex mesh. Jelly like infected granulation tissue down to the mesh. Some purulence.¿ the 10/20/2015 records state: ¿this patient is a 66-year-old gentleman with a history of paraumbilical ventral hernia repair with mesh about 7 months previously. He was doing well, but developed some granuloma and some drainage at this umbilical area 1 month ago. This has persisted in spite of antibiotics. He had a CT scan of the abdomen, which showed some stranding around his mesh. He is therefore suspected of mesh infection and scheduled for abdominal wound debridement and removal of infected abdominal wall mesh.¿ the 10/20/2015 records state: ¿the incision was carried down towards the scar tissue. There was granulation tissue with sinus tract from the umbilicus down deep to the fascia. The mesh was in an underlay position. The sutures in the fascia were all cut and removed. The fascia was opened in order to expose the mesh. There was infected granulation tissue and purulence around the mesh. The mesh was freed and removed. The mesh was sent for cultures. Also some of the granulation tissues were sent for cultures. Irrigation was done with warm saline. All infected tissues were excised at the umbilicus. Fascia was all debrided. After thorough irrigation, the fascia was closed with interrupted 0 pds sutures. The rest of the wound was left open. Wound was packed with half-inch iodoform packing. The hole in the umbilicus, where the granuloma was excised was closed with a single suture of 3-0 vicryl.¿ the pathology results from the specimens collected on (B)(6) 2015 were not provided to gore. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.